Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an end of service(eos) message on (B)(6) 2015. The patient was told 8-9 years. The system was checked and was told that the electrodes 11 and 14 were not working in (B)(6) 2015. The patient was not told about the device possible reaching eos. They had problem with pain in their neck, not being addressed by the unit for the last 4-6 months. The physician had tried two nerve blocks, the first one helped a little. The pain caused lack of motion in her neck. The patient and physician would discuss putting in more leads in august. The patient had botox injection in her face and jaw, along with spinal cord stimulator (scs) for migraine. The patient required more stimulation and thus would change the outlook of the device longevity. The patient had been reprogrammed and been using her device more. It was noted at the moment that the manufacturer representative checked the implant the got a reading and if everything was working properly they may not detect any issues at the time. Additional information was received on (B)(6) 2015 indicating that the manufacturer representative was not familiar with a lead issue or lead impedance issues. The patient was scheduled for a stimulator replacement with their physician on (B)(6) 2015. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).